Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Puritan bennett was not authorized to repair the unit.

Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The customer reported that the unit was ran for 24 hours with no error codes.